Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of set screw anomaly was confirmed in the laboratory. Medical adhesive inside the atrial hex inset, set screw thread and connector block thread was the cause of not being able to tighten the set screw.

Event description:
It was reported that during implant the pulse generator exhibited a set screw issue. The device was not implanted.